Event description:
It was reported that the patient underwent a revision surgery to remove the hardware and to perform a tendon lengthening of the midfoot; rearfoot or ankle ankle-total ankle arthroplasty; ankle-reconstruction of ankle ligament with graft.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Please disregard the MFR report # 3010667733-2022-00126, as per further received information, the device information confirmed that the reported event is related to an integra product, not a stryker trauma product.

Event description:
It was reported that the patient underwent a revision surgery to remove the hardware and to perform a tendon lengthening of the midfoot; rearfoot or ankle ankle-total ankle arthroplasty; ankle-reconstruction of ankle ligament with graft.